Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue during testing. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device gave a "connect electrodes" message and did not deliver a shock to a patient. A second device was obtained and that device experienced the same issue with the connect electrodes message and a failure to deliver a shock. This report is for the first device. The patient involved in the reported event is deceased.